Manufacturer narrative:
Smith and nephew is the distributer of this device. The legal manufacturer, imt integral medizin ag, will review the event and determine reportability. They will report to the food and drug administration and any other authorities as deemed necessary.

Event description:
It was reported that during procedure the procedure the motion of the sl-plus slr-plus mia rasping machine was weak. When this has resistance, the sound became bigger and the device stopped. Procedure was finished with a competitor device.